Event description:
A (B)(6) male pt's wife contacted zoll customer support to report a message on the charger showing a battery charger problem. The pt was issued a replacement charger/modem.

Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported problem (message showing battery charger problem) has been confirmed. As received, the reported problem could not be duplicated. However, upon eval, contamination was found on the battery board inside the charger/modem. The cause of the defective charger/modem in the field is likely the contamination which had dried upon eval at zoll. The root cause of the contamination could not be positively identified but was likely liquid ingress of an unk contaminant. No adverse event resulted from the contaminated charger/modem. The pt received a replacement charger/modem.